Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an in clinic follow up, increased pacing impedance was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve this event. The patient was stable.